Manufacturer narrative:
It was reported that while drilling through the 2.45mm drill adaptor s/n (B)(6) with a drill bit, the drill bit got caught inside the drill adaptor and it was impossible to remove it.the drill adaptor s/n (B)(6) was visually inspected by a hardware engineer upon return for investigation. However, the drill bit could not be removed from the drill adaptor. Therefore, the drill bit was analyzed by tomography. This analysis showed that the event was caused by a design anomaly. The improvement of the design of the drill adaptors is currently handled by a CAPA.

Event description:
Once the procedure had begun and registration was complete, field service engineer drove to the first trajectory. While at the first trajectory, the surgeon began to drill, it was discovered that the drill bit broke in the 2.45mm drill adaptor and fused in place. The patient was not harmed during this. The surgeon replaced the drill adaptor with another one and the case continued. There was less than a 5 minutes delay total.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Once the procedure had begun and registration was complete, field service engineer drove to the first trajectory. While at the first trajectory, the surgeon began to drill, it was discovered that the drill bit broke in the 2.45mm drill adaptor and fused in place. The patient was not harmed during this. The surgeon replaced the drill adaptor with another one and the case continued. There was less than a 5 minutes delay total.